Event description:
A 28mm diameter x 16mm diameter x unknown length aneurx bifurcated stent graft was implanted for the endovascular treatment of a 12cm abdominal aortic aneurysm in a pt in june 2001. It is repored that the pt's aorta measured 19mm below the renals with the aneurysm enlarged to 23mm and that the pt was not a surgical candidate. Vessel morphology is unknown. It is reported that the physician was planning to use a 26mm diameter bifurcated stent graft, however, he implanted the 28mm diameter bifurcated stent graft instead. It is reported that the imaging post stent graft placement demonstrated a "blush." Additonally, the physician used a 14mm angioplasty balloon to dilate the gate of the stent graft. Post dilatation imaging identified a leak from the ipsilateral side, and the physician questioned whether the balloon dilatation might have caused the leak. It is reported that there was a possiblity that the physician may repair the leak with a 16mm iliac limb graft or monitor the leak with follow-up CT scans. A CT scan was completed 7 days post implant of the stent graft, which demonstrated a proximal endoleak and an infold of the proximal end of the stent graft. It is reported that the stent graft will be angioplastied with a 28mm xxl occlusion balloon during a scheduled angiogram in july 2001. It is reported that the pt is asymptomatic. Further info is pending at this time.